Event description:
It was reported that the patient presented for a routine clinical visit. The right atrial lead exhibited oversensing which resulted in inappropriate auto mode switch episodes. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.